Event description:
It was reported via implant card received by the manufacturer that the patient underwent vns generator replacement due to prophylactic reasons. The explanted generator was received by the manufacturer and is pending product analysis.

Event description:
Generator product analysis was completed. The allegation of premature end of life was duplicated in the product analysis, or pa, lab. The disparity between the battery voltage and consumption values indicates that the generator exhibits the same failure mechanism identified in the internal investigation for premature battery depletion events: contaminants on the edge of the printed circuit board assembly, or pcba. The generator performed according to functional specification.

Event description:
It was reported that the patient's neurologist believed the vns generator battery was draining quicker than expected. It was reported that it was not at an end of service, or eos, condition, but the patient's generator was on the list for potential premature end of life vns generators. It was stated that in approximately a year and a half, the battery life went from approximately 50% to 25%. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The device was found to have been manufactured using the laser routing process. The patient was referred for vns generator replacement surger. The generator's internal data was received and reviewed by the manufacturer. The vns generator battery was found to be in the 25% range. Based on the percent value of the battery capacity used, the battery voltage is lower than expected. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. No relevant surgical intervention is known to have occurred to date. No additional relevant information has been received to date.